Event description:
The adverse event occurred outside us, in germany. A female patient has been using, a sterile, single-use intermittent urinary catheters lofric sense nelaton (15cm, ch14). On (B)(6) 2025, the patient contacted the manufacturer representative and reported that the end of the primary package was not sealed completely for the product she had used. The patient found several products with the same mal-function, the remaining products (339 products) were returned to the manufacturer. The patient did not suffer any harm.

Manufacturer narrative:
Batch documentation has been reviewed, and no deviations or earlier complaints are registered for this lot. The patient reported that the end of the primary package weld was not sealed completely, compromising the sterile barrier of the product. The used product was discarded by the patient, and the remaining products (339 products) from the affected lot were returned to the manufacturer for investigation. All returned products were visually inspected regarding weld. Of the 339 products there were 6 products with no weld or too small weld. This lot has been produced in accordance with our procedures. To secure the welds of the products, in the production at wellspect healthcare, 6 products are inspected visually at the start of each shift, at the start of each order and once an hour. Nothing deviating was found in the production controls of this lot. The root cause of this incident has not been possible to establish. The process is validated with documented capability. Scheduled sampling inspections are used as a monitoring activity to detect deviations. The risk of low-frequency short-term failures passing is assessed as acceptable based on risk analysis and regulatory requirements. 100% control would not provide a significant risk reduction compared to the current strategy.

Manufacturer narrative:
Batch documentation has been reviewed, and no deviations or earlier complaints are registered for this lot. The patient reported that the end of the primary package weld was not sealed completely, compromising the sterile barrier of the product. The used product was discarded by the patient, and the remaining products (339 products) from the affected lot were returned to the manufacturer for investigation. All returned products were visually inspected regarding weld. Of the 339 products there were 6 products with no weld or too small weld. Investigation is on-going.

Event description:
The adverse event occurred outside us, in germany. A female patient has been using, a sterile, single-use intermittent urinary catheters lofric sense nelaton (15cm, ch14). On (B)(6) 2025, the patient contacted the manufacturer representative and reported that the end of the primary package was not sealed completely for the product she had used. The patient found several products with the same mal-function, the remaining products (339 products) were returned to the manufacturer. The patient did not suffer any harm.